Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A fully constrained wallflex biliary rx fully covered stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was received fully covered by the outer sheath and the stainless steel tube was not actuated beyond its reconstrainment limit. The outer sheath was found broken at the outer diameter: proximal exterior tube ¿ endoscope interface (at the proximal end of the guidewire access sheath). A functional examination found that it was not possible to deploy the stent using the delivery system as received due to the break in the sheath, however it was possible to manually deploy the stent. No issues were noted with the stent. The damages noted with the device were consistent with the force during attempted deployment and were likely attributed to the tightness that was noted on the stricture. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the stricture was tight. According to the complainant, during the procedure, the stent was not able to deploy. The outer sheath at the very far back on the delivery system seemed separated, it was still intact but the mechanism does not function with the handle. The procedure was completed with a wallflex biliary 10x60 stent. There were no patient complications reported as a result of this event. Reportedly, the patient was on a pain drip and was on a lot of pain due to the tightness that was noted on the stricture.